Manufacturer narrative:
Citation: toutouzas k. One-year outcomes after direct transcatheter aortic valve implantation with a self-expanding bioprosthesis. A two-center international experience. Int j cardiol. 2016 jan 1;202:631-5. Doi: 10.1016/j.ijcard.2015.09.075. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding safety of direct transcatheter aortic valve implantation (tavi) and the mortality rate at 1-year in patients undergoing tavi with or without balloon aortic valvuloplasty (bav) with a self-expanding bioprosthesis. All data were collected from multiple centers between january 2008 and september 2013. The study population included 210 patients (predominantly female; mean age 82 years). All the patients were implanted with medtronic corevalve device. The serial numbers were not provided. Among all patients 30-day all-cause and cardiovascular mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker implant, severe paravalvular leak (pvl), stroke, myocardial infarction, left ventricular perforation, surgical intervention, thrombus, aneurysm, tamponade, coronary obstruction, major bleeding and vascular complications requiring intervention. Based on the available information, these events may have been attributed to a medtronic product. No additional adverse patient effects or products were reported.